Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the sr manager appeared at start up and continued into the login prompt. It was reported that re-imaging the system disk restored functionality. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed a sr manager error when attempting to open the application software. Restarting the navigation system did not restore functionality to the unit. There was no patient present when this issue was identified. No additional information was provided.